Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to the implant not working. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump and two cylinders were received for analysis. Separations were noted on both exhaust tubes of the pump and the inlet tube of the pump. These are sites of leakage. The separations have smooth, straight edges, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. A separation was noted on the bladder of cylinder 2 near the tip. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Based on examination, it was concluded that the observed separation in the bladder of cylinder 2 would have allowed the reported loss of function of the implant, however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations on both exhaust tubes and inlet tube of the pump occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure.

Event description:
Additional information rec'd provided an updated lot number: 7569082.

Manufacturer narrative:
D4 lot changed to: 7569082.